Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm rupture.

Event description:
On (B)(6) 2016, this patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2019, the patient presented with acute onset abdominal pain and underwent a CT that demonstrated a large proximal type I endoleak with a ruptured aneurysm. The patient then underwent emergent repair whereby five gore® excluder® aaa endoprosthesis aortic extender components were implanted to treat the rupture.